Manufacturer narrative:
B5; additional information was received. An intervention procedure was completed where the valiant graft was relined to resolve the endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported the type iii endoleak was a hole in the stent graft. During the intervention the valiant stent graft was relined with a non mdt (gore) stent graft. It was also reported that the original index procedure where the valiant captivia stent graft was implanted on (B)(6) 2014 was for the treatment of a 70mm pseudoaneurysm arising from the distal aortic arch/proximal descending thoracic aorta with involvement of the lsa which was occluded with a non mdt device. The patient also underwent a tvar procedure and left common carotid artery to left subclavian artery bypass with 8 mm ring ptfe. Post the tvar when attempting to occlude to lsa it was noted the lsa origin was deep within the thorax so the physician completed the occlusion endovascularly when competing the tevar. Post op no evidence of endoleak into the descending thoracic aneurysm sac was observed. A patent left vertebral artery, internal mammary artery and thyrocervical trunk after plug embolization of the origin of the left su bclavian artery was also noted post op. Fil evaluation summary: the reported type iiib endoleak could not be confirmed on the films provided; therefore the cause of the event could not be determined. Pre-implant CT's were not available for a thorough evaluation of the pre-implant anatomy. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. CT's prior to the relining of the stent were not available for evaluation of the reported iiib endoleak. The exact location of the reported endoleak is unknown. It is possible that fabric abrasion with the radiopaque material and/or calcification may have been a factor. Analysis of the returned videos did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was implanted during an unknown endovascular procedure . It was reported that a follow-up CT was performed on an unknown date where the physician noted a type iii endoleak.  No cause of the event was provided. No additional clinical sequalae was provided and the patient will be monitored.